Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed a "no prime" alarm associated with zero force, which was not duplicated during troubleshooting.